Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown, unknown tibial tray catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-09887, 0001825034-2018-09893. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for revision procedure due to unknown reason on an unknown date. Attempts have been made and additional information on the reported event is unavailable.

Event description:
From additional information received, it was reported that the patient was revised due to wear of articular surface prosthesis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer? Discarded by hospital.